Event description:
The patient presented with unstable angina pectoris and opcab x5 was performed with the lita-lad, svg-diagonal, svg-om1, svg-om2, and svg-pda. The diagonal, om1 and pda were anastomosed with aortic connectors (acn-4550 x2, acn-5560 x1). Postop., the patient's recovery was unremarkable and was prescribed 325 mg aspirin daily without plavix. Cardiac catheterization 15 days postoperatively demonstrated the svg-diagonal was occluded, the svg-om1 was occluded proximally, and the lita-lad was patent with a small "kink" that did not appear to limit flow and had good distal filling. Angioplasty and stents were placed in the diagonal, om1, om2, and rca.